Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that the size 3 actis broach broke in the impaction part of case. It broke where it connects to dual offset handle. Cannot read lot number, the catalog number or serial number as etching is faint and worn. No harm was done to patient. No delay as rep had backup trays. All pieces were retrieved. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did not found signs of breakage, additionally the information of the actis broach sz 3 was able to be read, the broach only shows signs of wear consistent with the time of service however nothing indicative of a device issue that would contribute to the complained issues. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the actis broach sz 3 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
It was reported that the size 3 actis broach broke in the impaction part of case. It broke where it connects to dual offset handle. Cannot read lot number, the catalog number or serial number as etching is faint and worn. No harm was done to patient. No delay as rep had backup trays. All pieces were retrieved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.